Event description:
It was reported the patient could not communicate with her ipg using either her programmer or charger. The patient stated she has not used her scs system in 3 years. No further information is available.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.